Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatments. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are considered adequate, and no further investigations will be conducted unless additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a clinic employee via a sales representatives concerning a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with restylane lyft lidocaine to nasolabial sulcus and malar eminence (unknown amount, lot number, injection technique and needle type) and 1 ml of restylane lidocaine to dark circles (lot number, injection technique and needle type) during a mentorship by galderma. The injector was not a physician. After treatment, the patient did not complain of any discomfort at that time and did not show signs of ischemia. Around 9 pm on the day of the procedure, the patient experienced an incident and was directed to another clinic, where she was seen by a dermatologist who identified it as a possible occlusion (vascular occlusion). The hcp removed the product using hyaluronidase [hyaluronidase] on the night of the incident while the patient was undergoing an ultrasound for evaluation. Then, she received another session of hyaluronidase, and a total 4 vials of hyaluronidase were used. On (B)(6) 2025, at 8 am, the patient reported about the incident. The company collaborator received the patient's photos, and from the photos and videos, she did not identify the occlusion mentioned by the patient. However, she stated that an evaluation would be necessary and she would like to see the patient. On (B)(6) 2025, the company medical consultant spoke to the physician who provided care, and during the clinical evaluation, she suspected an intravascular injection and decided to administer hyaluronidase. The treating physician performed a diagnostic ultrasound, and the patient had another session of hyaluronidase on (B)(6) 2025. The patient was fine, progressing without any further complications. Outcome at the time of the report: possible occlusion was recovered/resolved.